Manufacturer narrative:
(B)(4). Eval summary: failure to advance can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. Analysis of the returned product noted blood in the guide wire lumen and contrast in the inflation lumen, which is consistent with the reported use. There were no kinks or damage to the inner member or tip, and the tip length measurement met mfg criteria. Also, the stent implant was stationary on the tightly-folded balloon between the markers, had no noted damage, and its crimped outer diameter measurements met mfg criteria, which does not suggest any indication of a product quality deficiency. In this case, the failure to cross appears to be related to the moderately tortuous anatomy and attempted to cross a recently deployed stent. It should be noted that the product instructions for use (IFU) states: "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." The hypotube (proximal shaft) and jacket of the returned sds were separated, confirming the reported shaft detachment. The jacket material was stretched and jagged at the separation, and the fracture faces were ovaled as if the hypotube was kinked prior to separating. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There was no reported shaft damage or kinks during inspection prior to use. In this case, it is likely that the proximal shaft became kinked due to interaction with the tortuous anatomy during advancement; then became detached due to further handling. The separated proximal shaft was retrieved from the anatomy. There were four kinks in the hypotube both proximal and distal to the shaft detachment. As these kinks were not reported prior to use, they likely occurred either during the advancement difficulties or due to handling during packing/shipment for return. A review of the finished product lot history record (lhr) did not reveal any non-conforming material records (ncmr) for this lot that could have contributed to this complaint. In this case, the reported failure to advance appears to be related to operational context and reported attempt to advance through a recently deployed stent, the reported shaft detachment and noted hypotube kinks appear to be related to operational context, and there does not appear to be any indication of a product quality deficiency. All stent delivery systems are 100% inspected for damage, proper crimped stent outer diameter, kinks and proper guide wire movement during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
Device issue: proximal shaft separation. Time of device issue: unk. Adverse event: none. It was reported that 2 lesions were being treated. A 2.25 x 23 mm xience v stent was going to be implanted in the distal circumflex (cx); however, the stent was unable to cross the mid segment of the cx due to tortuosity. When the 2.25 x 23 mm xience v was pulled back, the stent struts were observed to be flared. A 2.5 x 23 mm xience v was then implanted in the mid segment. An attempt was then made for placement of the stent in the distal portion of the lesion with a 2.5 x 28 mm xience v; however, it was unable to cross through the previously placed 2.5 x 23 mm xience v stent, and the proximal shaft separated. A 2.5 x 23 mm xience prime was implanted in the distal cx segment successfully. Reportedly, there were no pt effects. No add'l event or pt info is available.